Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage to the bezel. There were no visual indications of dried fluid, burrs or sharp edges within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. The screen brightness check failed. When powering on the on the cycler, the ¿ok¿, ¿stop¿, and ¿up/down¿ arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 1933 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The voltage verification check passed. The valve actuation test passed. The system air leak test passed. A pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer one (t1) on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that a liberty select cycler¿s screen was dim during an unknown phase of dialysis. The patient stated that the display brightness was set to 10, but the screen was dim making it difficult to read the letters. The previous night, the cycler displayed a ¿m30 balloon valve leak warning¿ during step 5 of setup. The patient was not connected during the incident. The cycler was re-set up with new supplies to resolve the issue. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that a liberty select cycler¿s screen was dim during an unknown phase of dialysis. The patient stated that the display brightness was set to 10, but the screen was dim making it difficult to read the letters. The previous night, the cycler displayed a ¿m30 balloon valve leak warning¿ during step 5 of setup. The patient was not connected during the incident. The cycler was re-set up with new supplies to resolve the issue. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.